Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: use error (poor storage, inaccurate reference device, incorrect code key).

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 120-150mg/dl fasting. Verified test strips expire 03/13/2018. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns:results above customers expected range of 120-150mg/dl upon retrieval meter memory customer could not see or differentiate the date and the time. Only able to obtain the results. What the customer mentioned seemed that time and date were not set up however customer had difficulty reading the time and date.